Manufacturer narrative:
Under investigation.

Event description:
Customer reports during cases the system intermitently displays table overload faults. No patients were harmed but some cases had to be removed from the cysto room and completed in other rooms.